Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). (B)(4). Final analysis found that the outer insulation was abraded at 6.2 cm to 6.4 cm and 14.6 cm to 14.9 cm from the connector pin. The lead abrasion is consistent with that caused by friction with the device can.